Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05341. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with a&p repair, vault suspension, and cystoscopy due to cystocele, rectocele, and vault prolapse. No additional information has been provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was also reported that post implantation, the patient experienced infections, bowel disturbances, bleeding and dyspareunia. The patient had mesh revision/removal on (B)(6) 2010, (B)(6) 2011 and (B)(6) 2011 due to pelvic organ prolapse, mesh erosion and extrusion. (B)(4).